Event description:
One cryocyte bag 250ml lot h01f04503 cryopreserved since 10/01/2001 went broken (in 2005). They observed it cracked from the external sealings and then the cracks spread into the center of the bag. There is no sample available for evaluation. Problem was noted after storage. Duration of storage was 48 months. The patient did not receive the product. Cryopreservation and storage was performed in metal cassettes, cryopreservation in programmed mechanical freezer, storage in liquid nitrogen.

Manufacturer narrative:
Review of production records for lot # h01f04503 were found to be within specifications requirements. A query of the product-reporting database of lot #h01f04503 shows one other similar report within the last 24 months. CAPA was opened on 04/30/2005 to address this issue and closed 10/2004.